Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The configuration was changed and the lead remains in use. The patient was enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935, lead, implanted (B)(6) 2011; 5076, lead, implanted (B)(6) 2011. (B)(4)